Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient is shaking as of date notified. It was also stated that when they try to sync the patient programmer (pp) with the implantable neurostimulator (ins) they are seeing an unfamiliar screen with a flashing warning icon. Troubleshooting was performed and it was discovered that therapy was somehow turned off and the pp was in icon mode. The patient was able to turn therapy back on and feel stimulation again, with on/ok seen. The patient's indication for implant is parkinson's dual and movement disorders.